Event description:
A us distributor reported that an electrode belt was displaying adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that the lead 1 ¿ wire was pinched. The root cause for pinched cable was physical abuse. There was no adverse event that resulted from the damaged belt.